Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The dislodgement due to twiddler's syndrome allegation was confirmed as evidence from the field and product analysis were sufficient to verify the allegation. The failure to follow instruction was concluded based on the field report and the observation of a twisted lead body which is an indication of twiddler's syndrome.

Event description:
It was reported that the patient with this right atrial (ra) lead manifested twiddler's syndrome and that the patient twiddled the lead. Additional information was received indicating that this lead was dislodged. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient with this right atrial (ra) lead manifested twiddler's syndrome and that the patient twiddled the lead. Additional information was received indicating that this lead was dislodged. The ra lead was explanted. No additional adverse patient effects were reported.